Manufacturer narrative:
Result: fowler stuck in the upper position.

Event description:
It was reported by service report that the gas cylinder that operates the fowler is leaking onto the base hood, and it would not lower or rise. The 5th wheel assembly was damaged, and would not engage. It is unk if there was pt involvement or adverse consequences to reported.